Manufacturer narrative:
During use of a powerflex pro balloon it was reported that the balloon ruptured below nominal pressure during its initial inflation. There was no reported patient injury. The target lesion was the right common iliac artery. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 90%. The products were properly inspected and prepped and no anomalies were noted. Approach was made from the right femoral artery with a sheath introducer (non-cordis), and the lesion was crossed with a guidewire (non-cordis) without difficulty. The powerflex pro balloon was delivered to the lesion, but the balloon ruptured at 3-4 atmospheres during its initial dilatation with an everest inflation device. The brand of contrast used in the procedure is unknown. The contrast to saline ratio is unknown. Therefore, it was removed from the patient without difficulty, and exchanged for another powerflex pro. The procedure was finished successfully. The device was not returned for analysis. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed and the exact cause could not be determined as the device was not returned for analysis. Based on the information available for review, vessel characteristics (heavily calcified, moderately tortuous, 90% stenosis) may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available suggest that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
During use of a powerflex pro balloon, it was reported that the balloon ruptured below nominal pressure during its initial inflation. The patient's age and gender were unknown. The target lesion was the right common iliac artery. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 90%. The products were properly inspected and prepped and no anomalies were noted. Approach was made from the right femoral artery with a sheath introducer (7f, medikit), and the lesion was crossed with a guidewire (chevalier floppy, fmd) without difficulty. The powerflex pro balloon was delivered to the lesion, but the balloon ruptured at 3-4 atmospheres during its initial dilatation with an everest inflation device. The brand of contrast used in the procedure is unknown. The contrast to saline ratio is unknown. Therefore, it was removed from the patient without difficulty, and exchanged for another powerflex pro. The procedure was finished successfully. There was no reported patient injury.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant devices: 7f medikit introducer, chevalier floppy fmd guidewire, everest medtronic inflation device